Event description:
The manufacturer received information alleging a ventilator was not providing the correct volume. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The evaluation and repair of the device has not been completed at the time of this report. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer had previously reported a ventilator failed testing. The device was recalibrated to address the issue.